Manufacturer narrative:
E1: (B)(6). H.6 investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Retention sample analysis was unable to be performed due to the tubes being expired at the time of investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m the user noted insufficient vacuum within two (2) tubes resulting in underfilling. No health impact or consequence reported.